Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they went to their physician and it was found that they were not programmed and instead the device was set on cycle mode. The manufacturer representative (rep) said the physicians never scheduled them for a programming session after their surgery and that was the cause of the issue. Pt was finally programmed after calling for over a month. The issue has been resolved, but pt noted they were not happy with the constant shocking. Pt noted the trial helped, but that was because you can't do anything but sit around.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that when they turned the stuff on it ended up dying right away so the person couldn't really show them much. Patient stated that they had been using groups a and group b and had adjusted the settings 50 different ways and it was at a point now where the device wasn't helping their back pain and was just shocking the crap out of them. Pt stated that out of nowhere the device wouldn't work for a min or two and all of a sudden out of nowhere they had a full force charge to their body that shocked the crap out of them. Pt stated that they didn't know why the device kept doing that. Pt stated that the device would work one minute and then wouldn't work the next minute. Agent redirected pt to hcp to further address the reported issues.